Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The device was repaired and returned to the account. This report will be updated when the evaluation of the event is complete.

Event description:
It was reported that during a case the handpiece fell apart over the sterile field and patient. There was a 1/2 hour delay to clean up and restart the procedure. Attempts have been made to collect additional information from the account. There were no adverse consequences reported.